Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose value was 30 mg/dl and then 43 mg/dl after taking juice, at the time of incident and the current blood glucose level was 181 mg/dl. Customer was assisted with troubleshooting. The customer was treated with food for low blood glucose level. Customer states they did not use auto mode. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer alleges insulin pump was over delivering because it happens randomly. Customer reports programming was accurate. Customer states they did not wear insulin pump during a medical procedure or test around magnetic resonance field. The device will be returned for analysis.